Manufacturer narrative:
On (B)(4) 2011, a bci field service engineer (fse) was onsite and found a burnt chip (u42) on the stepper driver pcb. Fse verified that the pins for this chip were not shorted. Fse replaced the stepper driver pcb and verified system performance to published specifications. Hardware has been determined to be the root cause.

Event description:
A customer contacted beckman coulter inc. (Bci) to report an electrical burning smell and smoke coming from a refurbished access 2 instrument. The unit was shutdown following the smoke and the laboratory was evacuated. No report of injury to any user was reported.